Manufacturer narrative:
C-1362 initial report. This initial report is being submitted now as it was erroneously submitted as a follow-up in error. This case was submitted as the result of a retrospective review. Additional information and device details were requested in order to progress with this investigation, however, these were not provided, therefore there was only limited information available for the investigation and the device manufacturing records could not be identified or reviewed. The manufacturing process for these instruments is currently being updated. Based on this, corin now considers this case closed, however, should any new information be provided this case may be re-opened for further investigation. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside the USA.

Event description:
An stc unity instrument set was sent back from a hospital as the devices appeared to have rusted.